Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿- inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a blurry image was not confirmed. The following additional findings were also noted: assorted scratches, ships, wrinkles, connecting tube sticky, and light guide bundle broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during a diagnostic gastroscopy procedure, their evis lucera elite gastrointestinal videoscope output an image so blurry that the target could not be recognized. The issue did not cause a delay, and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.